Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. The patient indicated that he had gotten an 'exceeds max tdd' alarm on (B)(6) 2012. He reportedly had a bg level of '212 mg/dl' with a symptom of dizziness. Due to the elevated bg level, the patient attempted to deliver several boluses. After receiving the 'exceeds tdd' message, the anm representative involved in this contact noted that the patient reportedly kept bolusing what the pump would allow. It is unknown if the patient was manually calculating his boluses. It was noted that the patient was using the advanced features of the pump during the time of concern. However, it is unknown if the advanced features were set correctly and as intended. As a result administering the boluses, the patient reportedly suffered a low bg level of '59 mg/dl.' No symptoms or medical treatment was reported by the patient. The patient administered self-treatment by consuming juice and 2 rolls. The anm representative also noted that the patient seemed to be confused. The pump's date and time were correct. Troubleshooting of the pump was incomplete since the patient was having difficulty following instructions to review the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a low bg level and had a symptom of confusion which can be associated with severe hypoglycemia. However, it is unclear at this time if use-error or a pump issue contributed to the patient's injury considering troubleshooting of the device was not completed.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump issue was not duplicated. Review of black box data found the date range did not cover the complaint date due to continued customer use. The total daily delivery on the available date range added up correctly and reflected the user¿s programmed basal rate. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. The pump delivery accuracy and the force sensor calibration were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus exercises were executed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.